Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, review of a historical investigation for the same issue, a search for similar complaints, and a review of labeling. The historical investigation found a deficiency in the design of the thermistor was recognized, as a more robust thermistor should be used for this application. (B)(4) other level 2 complaint was found which noted that the thermistor had melted through other parts and presented a potential electrical shock risk. The accelerator aps operations manual provides troubleshooting assistance for any system issue. The thermistor manufacturer has been assigned a root cause investigation.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated the centrifuge module of the accelerator aps would not start. Abbott field service found the thermistors and terminal block to be melted. In addition, the insulation of incoming wires were melted and fused together. Abbott field service replaced the thermistors, terminal block, and incoming wires. The incoming line voltage was checked, and the centrifuge operated acceptably. An initial investigation found a deficiency in the design of the thermistor. There was no adverse impact to patient management or injury to personnel reported.